Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6), 2016, a patient underwent endovascular treatment of an aortic arch aneurysm using a gore® tag® conformable thoracic endoprosthesis. Two arterial vessel debranching procedures were reportedly performed simultaneously. No issues were observed during the procedure. On an unknown date in (B)(6) 2019, a follow-up exam revealed a proximal type I endoleak and aneurysm enlargement (more than 5mm). On an unknown date in (B)(6) 2020 and (B)(6) 2021, follow-up exams showed that the diameter of the aneurysm had not changed. The patient is being monitored. No re-intervention is scheduled. It was reported that the cause of the endoleak was unknown.